Event description:
The customer reported that a loud popping sound was heard and was followed by a burnt odor and the ventilator would not power on. The customer reported there was no patient involvement.